Event description:
Patient with transcutaneous pacemaker was put on heartcath monitor. This caused an overdriving of the ECG input. Could not get a trace on the ECG. When the pacemaker was not pacing or turned off the baseline would return to normal. Operators had not seen this before, and did not realize that this could occur. There was no harm to the pt. Contacted vendor on several different occasions with no satisfactory answer as to how, or or why this occurred.